Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found dents and scratches on the light guide tube; the insertion tube had twisted buckles; the bending section cover glue was cracked; the light guide lens had edge chips and worn glue; the objective lens had edge chips and worn glue; the distal end plastic cover had dents and scratches; low angulation; a cut on switch two and scratches on switch three; insertion tube insulation had dents; the instrumental channel had a leak; the labels were not properly affixed; and the control knob movement had play. Additional information obtained from the customer identifies the device was cleaned, disinfected, and sterilized before the device was sent back to olympus. There was no delay in the start of precleaning and no abnormalities in the accessories used for reprocessing were identified. In addition, the device was presoaked in detergent solution and the distal end was wiped / brushed with a clean lint-free cloth, brush, or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the foreign material was possibly a fiber, however, a clear identification of the foreign material could not be identified the foreign material was possibly not removed since reprocessing was not conducted properly due to leakage from the biopsy channel. However, a specific root cause of the foreign material remaining in the device could not be identified. The instructions for use identify verbiage that can help detect and prevent the phenomenon within the following chapters: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had fibers in the scope after cleaning several times. It is unknown when the issue was found. There were no reports of patient harm.